Event description:
Device 2 of 2. Ref MFR report: 1627487-2014-24027. Pt received two leads with the same lot number. It was reported the pt was involved in motor vehicle accident, subsequently, the pt experienced unwanted legs/abdomen stimulation. Reprogramming was unsuccessful. X-rays revealed lead migration. Prior to the motor vehicle accident, it was reported the pt experienced pain at the anchor site. As per sjm rep, there is a knotted/raised area at the anchor site with a formed scar tissue. Surgical intervention will take place to address the issues.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.